Event description:
Additional information received reported lesion characteristics (location, size, type, side, dimension,etc.): left ica pareopthalmic aneurysm, unruptured. Vessel tortuosity was normal, but damage occurred just distally of the short sheath. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The procedure was completed by inserting a long hydrophilic guidewire in the hub of the sheath next to the rist catheter, the sheath was then pulled out together with the rist catheter and both was replaced with new devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rist catheter broke. It was reported that a 7f glidesheath from terumo was placed in the right radial artery. A 6 f rist guide catheter was placed in first right and then left in the internal carotid artery (ica) for diagnostic imaging and 3dra. After this, endovascular treatment was to be performed, but when the inr tried to advance 5f sofia, it was not possible to advance it more than 10-15 cm. It was discovered that the rist catheter was broken. It was carefully removed together with the sheath and hydrophilic wire inside, in order to place a new sheath. No further complication was observed. And treatment continued as scheduled. No patient symptoms or complications were associated with this event

Manufacturer narrative:
Product analysis of 106f-071-100, item:10,lotno:22674-01 ¿ as found condition: the rist-071 catheter was returned for analysis within a shipping box, a sealed pouch, and a plastic pouch. The rist-071 catheter was returned within the (terumo) 7f glidesheath, and an unknown hydrophilic wire was found within the glidesheath. ¿ damage location details: no damages were found with the rist-071 catheter hub. The rist-071 catheter was found separated at ~28.0cm from the proximal end of the catheter hub, ~76.0cm from the catheter distal tip, retained by the inner wire. The tubing material at the rist-071 catheter separated ends exhibited plastic deformation (jagged edges), indicating likely tensile failure. The rist-071 catheter was found kinked at ~18.5cm from the catheter distal tip. The rist-071 catheter distal tip was found to be in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ and ¿catheter separation/break¿ reports were confirmed as the rist-071 catheter was found separated. The rist-071 catheter can become kinked/separated if advancing/retrieving the catheter against resistance (difficult navigation), exceeding the tensile strength of the tubing material. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous. The patient¿s vessel tortuosity was ¿normal,¿ and the glidesheath was found compatible with the rist-071 catheter. As the instructions for use (IFU) indicates, the rist¿ 071 radial access guide catheter is compatible with radial short sheaths with an inner diameter of 6f (0.087 inch or 2.21 mm) or greater. As per an online source, the 7f glidesheath has an inner diameter (ID) of 2.46 mm. Information regarding if a continuous flush was used was not reported. The cause of the reported di fficult navigation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.